Event description:
It was reported that the patient was not getting adequate pain relief despite multiple reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.